Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17oct2018. The service engineer (se) inspected the device and found that the internal jack was not making good contact and was dirty. The se cleaned the internal jack and the issue was resolved. The ventilator passed performance verification testing.

Event description:
It was reported that the ventilator remote alarm was not working. No patient involvement. The event date was not specified; estimate used.